Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal low blood glucose after announcing more than dinner meals while using the ilet bionic pancreas, with blood glucose dropping below 70 mg/dl and requiring treatment with two oral glucose tablets. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education regarding settings and clinical management, with direction to consult a diabetes specialist for therapy adjustments. Investigation of this case revealed no device malfunction or alarm-related issues and suggested a clinical or behavioral factor related to meal announcements as the likely contributor, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to clinical factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.